Event description:
Customer reported a pre-charger error on boot up. No patient injury was reported.

Manufacturer narrative:
Customer cancelled call. Customer repaired by replacing battery pack from 3rd party vendor.